Event description:
Patient undergoing aortic valve replacement. #25 carpentier-edwards magna bovine valve initially implanted. When the patient was removed from bypass, the valve was not functioning properly. Patient returned to bypass and the device was assessed for proper implantation; again removed from bypass. Valve still did not work; returned to bypass, valve removed and replaced with a 25mm standard carpentier-edwards rsr bovine pericardial valve with resolution.